Event description:
Ambulance and engine co dispatched simultaneously to a report of cardiac arrest. Co arrived and attempted to defib pt. Monitor/defib would not allow quick look or defib. Ambulance arrived within 2 minutes and used their lp-12 to provide als care. Pt treated at scene and transported without change in cardiac status.

Event description:
Add'l info rec'd from the MFR 3/22/04: no additional information about the incident is known. The device has not been made available to the manufacturer for testing. However, the device has been examined by a third party service organization (datascope) who normally provides service for this user. Based on conversations with rptr and the service technician who examined the device, the following information has been obtained.a. The device was two months overdue for scheduled preventive maintenance.b. The required daily device checks were not being performed by the crew.c. There was a foreign substance in the battery compartment. The substance appeared to be conductive defibrillator electrode gel. D. The handle was broken off. E. Both the monitor printed circuit board assembly and the defibrillator printed circuit board assembly had visible damaged components. F. In the opinion of both individuals, the device had not been in operating condition for several months. No additional information has been made available. The device in question has not been made available. Co does not have sufficient information to independently confirm whether the events described are or are not attributable to the device. This firm received information about the event on 1/29/04. The user has stated that the device will not be repaired, and will be removed from service. It either has been or will be scrapped. Without access to the device, no meaningful investigation can be conducted. However, based on the information provided by the user and by the third party service technician, MFR has concluded that: a. The device failure was either caused by damage resulting from severe physical abuse or by loss of power resulting from the presence of a foreign conductive which had been introduced by the user.b. The incident was exacerbated by a total lack of clearly indicated maintenance and required daily testing. C. Based on the rapid substitution of another functioning device, it is unlikely that the device either caused or contributed to the reported patient death. Manufacturing of this model was discontinued more than three years ago. None have been produced in the last three years.